Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perpendicular implantation of the essure device pierced the uterus in contact with the abdominal wall'), vesicocutaneous fistula ('cutaneous fistula with unclear origin / which goes from the skin, through the subcutaneous and muscular planes and into the abdominal cavity at the upper part from the bladder') and dermal cyst ('sebaceous cyst') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced subcutaneous abscess ("pubic abscess"). On (B)(6) 2017, the patient experienced dermal cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post procedural discharge ("serohematic liquid pouring from the wound"). On (B)(6) 2017, the patient experienced vesicocutaneous fistula (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have allergy test positive ("positive for nickel sulphate"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal mass ("abdominal lump"), pelvic pain ("constant pelvic pain"), abdominal pain ("constant abdominal pain"), device intolerance ("essure intolerance"), hypertonic bladder ("overactive bladder"), ocular hypertension ("hyperocular tension") and urinary incontinence ("permanent incontinence"). The patient was treated with antibiotics and surgery (fistulous tract excision, total hysterectomy + bilateral salpingectomy + fistulous tract excision and underwent surgery on (B)(6) 2017). At the time of the report, the uterine perforation, dermal cyst, allergy test positive, abdominal mass, pelvic pain, abdominal pain, post procedural discharge and device intolerance outcome was unknown, the vesicocutaneous fistula had resolved with sequelae and the hypertonic bladder and urinary incontinence had not resolved. The reporter considered abdominal mass, abdominal pain, allergy test positive, dermal cyst, device intolerance, hypertonic bladder, ocular hypertension, pelvic pain, post procedural discharge, subcutaneous abscess, urinary incontinence, uterine perforation and vesicocutaneous fistula to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perpendicular implantation of the essure device pierced the uterus in contact with the abdominal wall"), vesicocutaneous fistula ("cutaneous fistula with unclear origin / which goes from the skin, through the subcutaneous and muscular planes and into the abdominal cavity at the upper part from the bladder") and dermal cyst ("sebaceous cyst in c-section scar") in a 34 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section (2, in 2004 and 2007) and gravida ii. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required), arthralgia ("she has pain in her hips that irradiates to her legs since the placement of the device") and pain ("she has pain in her hips that irradiates to her legs since the placement of the device"). On (B)(6) 2016 she experienced keloid scar ("keloid scar in the hypogastric region with underlying induration, without abscess formation"). On (B)(6) 2016 she experienced subcutaneous abscess ("open pubic abscess"). On (B)(6) 2017 she experienced dermal cyst (seriousness criterion medically important). On (B)(6) 2017 she experienced post procedural discharge ("serohematic liquid pouring from the wound") and scar ("hardening of c-section"). On (B)(6) 2017 she experienced seroma ("seroma"). On (B)(6) 2017 she experienced vesicocutaneous fistula (seriousness criterion medically important). On (B)(6) 2018 she experienced allergy to metals ("positive for nickel sulphate"). On (B)(6) 2018 she experienced adenomyosis ("adenomyosis"). An unknown time later she experienced abdominal mass ("abdominal lump"), pelvic pain ("constant pelvic pain"), abdominal pain ("constant abdominal pain"), device intolerance ("essure intolerance"), hypertonic bladder ("overactive bladder"), ocular hypertension ("hyperocular tension") and urinary incontinence ("permanent incontinence"). The patient was treated with antibiotics and mictonorm (propiverine hydrochloride) as well as surgery (total hysterectomy, bilateral salpingectomy, resection of the fistulous tract on (B)(6) 2018, and removal of subcutaneous cellular tissue and skin on (B)(6) 2017). At the time of the report, the vesicocutaneous fistula had resolved and the hypertonic bladder and urinary incontinence had not resolved. The outcomes for uterine perforation, dermal cyst, allergy to metals, abdominal mass, pelvic pain, abdominal pain, subcutaneous abscess, post procedural discharge, device intolerance, ocular hypertension, keloid scar, scar, seroma, arthralgia, pain and adenomyosis were unknown. The reporter considered abdominal mass, abdominal pain, adenomyosis, allergy to metals, arthralgia, dermal cyst, device intolerance, hypertonic bladder, keloid scar, ocular hypertension, pain, pelvic pain, post procedural discharge, scar, seroma, subcutaneous abscess, urinary incontinence, uterine perforation and vesicocutaneous fistula to be related to essure administration. The reporter commented: due to two c-sections previous to the implantation and with the uterus adhered to the abdominal wall, during the placement of the right essure, the device went through the uterus and stayed in contact with the abdominal wall, which originated an infectious fistula, creating a permanent hole, partially solved with surgery on (B)(6) 2018. As a consequence, the patient suffers from an overactive bladder, which causes permanent urinary incontinence, whose treatment has caused intraocular hypertension. The essure intolerance is not detected until allergy tests are carried out. Patient went several times to the emergency department, starting on (B)(6) 2016, last time on (B)(6) 2017: diagnosis of keloid scar, open abscess, reappearance of hardness in c-section scar and seroma. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: in continuity with the bladder dome, along the midline and adhered to the right anterior abdominus rectus muscle, a trajectory can be observed that leads to the skin of the hypogastrium, suggestive of a fistulous tract. This distal tract is very close to the right essure [magnetic resonance imaging] on (B)(6) 2019: pelvic: fistulous tract cannot be observed, only residual hypointense area in t2, where fistulous tract could be observed in previous study. Post-surgical changes. Diagnosis: resolved uterine fistula. Mixed urinary incontinence. [Ultrasound scan] on (B)(6) 2017: soft tissue ultrasound: fistulous tract of approximately 30 mm long and 5 mm wide, which, from the skin, it goes through the subcutaneous and muscular region, and enters the abdominal cavity in cranial position to the bladder; on (B)(6) 2018: fistula in c-section scar quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 25-may-2022: follow-up information received: patient´s birthday; 2 pregnancies, both by c-section. Due to two c-sections previous to the implantation and with the uterus adhered to the abdominal wall, during the placement of the right essure, the device went through the uterus and stayed in contact with the abdominal wall, which originated an infectious fistula, creating a permanent hole, partially solved with surgery on (B)(6) 2018. As a consequence, the patient suffers from an overactive bladder, which causes permanent urinary incontinence, whose treatment has caused intraocular hypertension. The essure intolerance is not detected until allergy tests are carried out. Events keloid scar in the hypogastric region with underlying induration, without abscess formation, hardening of c-section, seroma, adenomyosis and she has pain in her hips that irradiates to her legs since the placement of the device were added. Lab data added, treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perpendicular implantation of the essure device pierced the uterus in contact with the abdominal wall'), vesicocutaneous fistula ('cutaneous fistula with unclear origin / which goes from the skin, through the subcutaneous and muscular planes and into the abdominal cavity at the upper part from the bladder') and dermal cyst ('sebaceous cyst') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced subcutaneous abscess ("pubic abscess"). On (B)(6) 2017, the patient experienced dermal cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post procedural discharge ("serohematic liquid pouring from the wound"). On (B)(6) 2017, the patient experienced vesicocutaneous fistula (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced allergy to metals ("positive for nickel sulphate"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal mass ("abdominal lump"), pelvic pain ("constant pelvic pain"), abdominal pain ("constant abdominal pain"), device intolerance ("essure intolerance"), hypertonic bladder ("overactive bladder"), ocular hypertension ("hyperocular tension") and urinary incontinence ("permanent incontinence"). The patient was treated with antibiotics and surgery (total hysterectomy, bilateral salpingectomy, fistulous tract excision and underwent surgery on (B)(6) 2017). At the time of the report, the uterine perforation, dermal cyst, allergy to metals, abdominal mass, pelvic pain, abdominal pain, post procedural discharge and device intolerance outcome was unknown, the vesicocutaneous fistula had resolved with sequelae and the hypertonic bladder and urinary incontinence had not resolved. The reporter considered abdominal mass, abdominal pain, allergy to metals, dermal cyst, device intolerance, hypertonic bladder, ocular hypertension, pelvic pain, post procedural discharge, subcutaneous abscess, urinary incontinence, uterine perforation and vesicocutaneous fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perpendicular implantation of the essure device pierced the uterus in contact with the abdominal wall'), vesicocutaneous fistula ('cutaneous fistula with unclear origin / which goes from the skin, through the subcutaneous and muscular planes and into the abdominal cavity at the upper part from the bladder') and dermal cyst ('sebaceous cyst') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced subcutaneous abscess ("pubic abscess"). On (B)(6) 2017, the patient experienced dermal cyst (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post procedural discharge ("serohematic liquid pouring from the wound"). On (B)(6) 2017, the patient experienced vesicocutaneous fistula (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced allergy to metals ("positive for nickel sulphate"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal mass ("abdominal lump"), pelvic pain ("constant pelvic pain"), abdominal pain ("constant abdominal pain"), device intolerance ("essure intolerance"), hypertonic bladder ("overactive bladder"), ocular hypertension ("hyperocular tension") and urinary incontinence ("permanent incontinence"). The patient was treated with antibiotics and surgery (total hysterectomy, bilateral salpingectomy, fistulous tract excision and underwent surgery on (B)(6) 2017). At the time of the report, the uterine perforation, dermal cyst, allergy to metals, abdominal mass, pelvic pain, abdominal pain, post procedural discharge and device intolerance outcome was unknown, the vesicocutaneous fistula had resolved with sequelae and the hypertonic bladder and urinary incontinence had not resolved. The reporter considered abdominal mass, abdominal pain, allergy to metals, dermal cyst, device intolerance, hypertonic bladder, ocular hypertension, pelvic pain, post procedural discharge, subcutaneous abscess, urinary incontinence, uterine perforation and vesicocutaneous fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.